Event description:
It was reported that the patient had 'several falls lately' and 'uncomfortable' stimulation. The patient reportedly fell and was 'buried under a bunch of furniture for a while.' It was stated that the patient fell '4-6 months ago' where she 'tumbled down an embankment into a creek.' It was noted that the patient had problems with falls since pre-implant. It was stated that the patient programmer did not do what the patient 'wanted it to,' and did not go up 'at all for a while then it went up too much and got uncomfortable.' It was noted that there could have been a dead battery in the patient programmer and that the patient 'did not think the device was working properly.' The patient reportedly felt 'weak and dizzy all the time,' and thought she was on 'too many' medications. It was later reported that the patient experienced elective replacement indicator (eri). It was stated that the patient put new batteries into her programmer and was able to adjust stimulation. It was noted that the patient was scheduled for a doctor appointment on (B)(6) 2012. If additional information is received, a supplemental report will be sent.

Event description:
Additional information indicated that the patient had been seen by her healthcare professional (hcp). Elective replacement indicator (eri) was verified. The neurostimulator was replaced and therapeutic stimulation was obtained.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that that battery was at normal end of life. The telemetry and output were okay.